Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device produced an atrial pace after an atrial refractory sensed event, after which the patient entered atrial fibrillation, and that the atrial pace may have caused the patient's atrial fibrillation. The clinician stated that reprogramming options do not exist to adequately tailor the operation to the patient and avoid recurrence of the atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.